Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on.  The cause for the failure was isolated to a damaged f600 fuse. Additionally, contamination was discovered on the j101 component on the ca board. The root cause for the damaged fuse could not be positively identified. The root cause for contamination is ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor was unable to power on.